Event description:
It was reported that, "during the bha, the surgeon noticed that there were many fibers of the sock on the insert. Therefore, the centrax was rinsed and implanted."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.